Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Despite a thorough investigation in I-ch-20-032 into multiple returned defective from the field, the specific root cause could not be determined. There were no indications of a problem with the ultrasonic welding joint, a problem or similar. The most likely root cause, based on simulations and break tests conducted during the analysis, is improper / rough handling. Because the failure rate is so low, it was decided not to examine further. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that while on a patient, the flow 200 s proxima flow sensor of bellavista splitting at the seam. Furthermore, patient was bagged with ambu bag and flow sensor was changed to another one but no patient harm reported.